Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. Upon opening the package, it was found that the dilator had a defect on the tip, it was a sharp and labile residue. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.